Manufacturer narrative:
Attempts to get repair information have yielded no response.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported the backup battery is not functioning. No patient involvement.